Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member was reported via phone call that the customer was hospitalized due to diabetic ketoacidosis as well as hyperglycemia on (B)(6) 2018. The customer high blood glucose level was under 500mg/dl and 64 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and carbs. The customer stated that the symptoms related to high blood glucose such as headache and vomiting. The device will not be returned for analysis.